Event description:
It was reported the device shut off twice by itself. The device was connected to patient and shut off unexpectedly. The device was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper case is broken and lower case is contaminated. Two side bail covers are broken. Battery drawer is contaminated. Keyboard pad is out of mechanical specification (delaminated). Battery flex is out of mechanical specification (flex crimped).